Event description:
The customer reported "oil mist haze." The customer reported that the "smell was so strong that her eyes started to water and feel like they burn a little bit." The customer did not respond to asp's attempt in retrieving more info. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Watery and burning eyes. Other, oil mist. Capital equipment, evaluated at customer site. The fse tested unit and could not duplicate problem. The fse ran an empty cycle. The unit meets specs. This issue has been addressed with a customer letter related to correction and removal #2084725-03/04/08-004c.